Manufacturer narrative:
Device not returned.

Event description:
Pt had a thromboembolism 1 year and 6 months post implant due to the pt stopping anticoagulation medication (marcumar). She was medically treated and recovered.